Event description:
It was reported that the 9800 system would intermittently loss the image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was cleared and re-greased during the service call. The system was tested and found to be working as intended and put back into service.